Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's jugular in the operating room. During insertion as they attempted to pass the catheter over the spring wire guide resistance was met. As a result, another kit was opened for a new wire and catheter which was placed successfully. There was a delay in treatment with no patient harm and no patient death or complications reported. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.